Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed low impedance, loss of capture and sensing anomaly on the right atrial lead; lead dislodgement was suspected. The lead was explanted and replaced on (B)(6) 2015. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.